Event description:
Boston scientific received information that the device was explanted and the left ventricular (lv) lead was surgically abandoned due to loss of capture and high pacing impedance measurements. A lead fracture was suspected but not able to be confirmed via x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.